Event description:
It was reported 18 months post op a gastric band implant, patient complained the band felt 'loose'. Fluoroscopy on (B)(6), 2009, confirmed that there is a leak in the band (not port or tubing). The band remains implanted at this time. Attempts are being made to obtain additional information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Band remains implanted.